Event description:
It has been reported to philips that the wireless foot switch would not produce x-rays when the pedal was pressed. The system was in clinical use at the time of the reported event and the procedure was completed using a wired footswitch. There was no reported patient or user harm.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned by using the wired foot switch. The remote service engineer (rse) confirmed with the customer that all the indicators are correct, but the wireless foot switch (wfs) did not produce x-rays when the pedal was pressed. A philips field service engineer (fse) visited the site and confirmed that the wfs was working correctly. No error leds were burning on the base station, the wi-fi (led) indicator was off, and the battery indicator led was green at the time of occurrence. The fse performed several tests, however; no failure was observed. The customer confirmed with fse that the problem disappeared after restarting the system. Philips confirmed that there was a connection problem between the wfs and base station for the old design wfs. Philips has initiated medical device correction z-2485-2023 for this issue. After the system restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.